Manufacturer narrative:
The device was returned for analysis (only the copilot was returned). The reported loose/intermittent connection issue was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that during use the bleedback part of the copilot was inadvertently unscrewed while manipulating the catheter in the attempt to cross the sylvain; thus resulting in the reported loose/intermittent connection. Additionally, it is possible that the luer part of the copilot disconnected from the sofia catheter during the removal of the retriever stent as well. The removal of a wire or catheter without a touhy/copilot (or its valve) in place can create a vacuum and allow air to enter the main/guide catheter. Air embolism is listed as a foreseeable event in the ptca accessories and 20/30 indeflator risk management summary report. The reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure as reportedly the patient was treated with hyperbaric oxygen at a different hospital and hospitalized. There is no indication of a product quality issue with respect to manufacture, design or labeling. The incident was reviewed by an abbott vascular clinical specialist. The review indicated that the physician may have unknowingly unscrewed the bleedback part of the copilot while manipulating the catheter in the attempt to cross the sylvain treating it like an rhv or unscrewed it to remove the retriever stent thinking that it was a rhv, as copilots are not used very often in neuroradiology. It is also possible that the luer part of the copilot disconnected from the sofia catheter during the removal of the retriever stent. The removal of a wire or catheter without a touhy/copilot (or its valve) in place can create a vacuum and allow air to enter the main/guidecatheter.

Event description:
Subsequent to the initially filed report, the following information was provided: it was reported that this was a thrombectomy procedure to treat a tandem occlusion in the internal carotid artery and left sylvian m1 artery with a serious nih stroke scale/score (nihss) scale at 24 score. Thrombectomy was performed and after 3 minutes the aspiration catheter was removed. The micro catheter remained in the sylvian view of the proximal occlusion which was not easy to cross. At this point, the copilot valve disconnected from the micro catheter which led to the failure of the anti-reflux mechanism. An air embolism was confirmed via CT scan. The patient was treated with hyperbaric oxygen at a different hospital and hospitalized. Returned device analysis was unable to confirm the reported loose connection and the copilot cap was returned separated from the sidearm body; however, the account stated that the initially reported information could have been describing the copilot cap. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a thrombectomy procedure to treat a tandem occlusion in the internal carotid artery and left sylvian m1 artery with a serious nih stroke scale/score (nihss) scale at 24 score. Thrombectomy was performed and after 3 minutes the aspiration catheter was removed. The micro catheter remained in the sylvian view of the proximal occlusion which was not easy to cross. At this point, the copilot valve disconnected from the micro catheter which led to the failure of the anti-reflux mechanism. An air embolism was confirmed via CT scan. The patient was treated with hyperbaric oxygen at a different hospital and hospitalized. No additional information was provided.